Event description:
The affiliate reported "patties were soaked in the bosmin solution for several minutes then washed with normal saline, but there were small white impurity matters (fibrillar substances) coming out". Incident occured before usage on patient. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the product did exhibit relatively small, loose fibers along the edge, however these would be considered acceptable in the current process. (B)(4). A review of the production history did not show anything out of the ordinary relative to this lot. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.